Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced safety mechanism failure. The following information was provided by the initial reporter: 20 gauge IV inserted into pt needle retracted unable to remove needle end off of catheter IV site not able to be used pt required restart. Occurrences: 1 each.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced safety mechanism failure. The following information was provided by the initial reporter: 20 gauge IV inserted into pt needle retracted unable to remove needle end off of catheter IV site not able to be used pt required restart. Occurrences: 1 each.